Manufacturer narrative:
The analyzer's serial number is (B)(6). The field service representative performed preventative maintenance and successful checks and tests. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 8.2 mg/dl, and the repeated result was 10.76 mg/dl. The repeated result was obtained on another module. The repeated result matched the patient's clinical history.